Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31528559l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation ablation procedure with a thermocool smarttouch sf and a octaray mapping catheter and the patient suffered cardiac tamponade that required pericardiocentesis and heart failure. After the pulmonary vein isolation (pvi) and administration of isoproterenol (isp), a decrease in the patient's blood pressure was observed. While post-mapping with octaray, blood pressure dropped to 70. Cardiac tamponade was observed. Drainage was performed (approximately 600 ml of blood was drained). Relevant test / laboratory data included cardiac failure was observed. The patient's condition improved. No errors occurred with either the octaray or the smart touch sf catheter. Ablation was performed before the cardiac tamponade was identified, however, it was noted that an effusion had been observed with a soundstar catheter before conducting the ablation. Atrial septal puncture was performed by radiofrequency (rf) needle. Steam pop was not observed. Irrigation catheter¿s flow rate setting was high flow rate 8-15 ml, low flow rate 2 ml, pre rf time 1s, post rf time 2s. The physician¿s assessment of the health problem was that it was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that the octaray shaft may have contacted the left atrium and caused the cardiac tamponade. There was no prolongation of hospital stay. Contact force (cf) monitoring methods used included real-time graph, vector, visitag, coloring setting of visitag was tag index, and additional filter for visitag was fot. Additional information received indicated the tamponade occurred during the post mapping of the left atrium using octaray. Ablation using the thermocool smarttouch sf had already been performed before tamponade was confirmed. Energy delivered was rf. Transseptal puncture was performed with rf needle. One catheter was used for each.

Manufacturer narrative:
On 8-jun-2025, additional information was received indicating there were no issues noticed from the smartablate irr tube sets that were used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).